Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 80 retained samples were visually inspected, and one retained sample was found to contain an air bubble. All retained samples were confirmed to have labels. Air bubbles in gel can occur when air pockets are present in the gel material or when air is introduced during the dispensing process. If small bubbles are present in the gel product when it is sterilized, these bubbles can enlarge due to the heat. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 2 tubes had no label and an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 2 tubes had no label and an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.